Event description:
It was reported the patient experienced inadequate stimulation and therapy with their scs system. In turn, reprogramming was unable to resolve the issue. The patient's ipg was reportedly inoperable. As, a result, surgical intervention was undertaken wherein the lead and ipg was replaced, and therapy was restored.

Manufacturer narrative:
B3- date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead model: 3186, (B)(4), serial: (B)(6), batch: a000069208.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.